Event description:
It was reported that the pt's battery had been empty for about a month. It was also reported that the pt was not able to communicate with the stimulator using either the recharger or the pt programmer. No pt symptoms, treatment, or outcome was reported.